Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) minicap transfer set was damaged. The customer reported that the transfer set was broken (no further details were provided). This issue was discovered during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was discarded; however, two (2) photographs of the sample were provided for evaluation. A visual inspection with naked eye identified broken occluder feet. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.